Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and replaced the bag/vent switch and microswitch.

Event description:
The hospital reported that, during the preoperative checkout, the unit would not go into the mechanical ventilation mode. There was no report of patient involvement.